Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood in the guide wire lumen and balloon and no contrast visible. The balloon was loosely folded. There was a tear in the guide wire exit notch extending distally, for a length of 2.3 centimeters. The material at the tear was jagged. This tear is consistent with the guide wire being pulled from the device in an opposite direction, likely during handling/packaging for return to abbott vascular. There was no other damage noted. There was no reported device malfunction. Follow-up information was requested from the account regarding the tear in the rx notch, and the additional information stated that there was no malfunction and the tear likely occurred once removed from the sheath. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. The tear noted on the returned device is consistent with the guide wire being pulled from the device in an opposite direction, likely during handling/packaging for return to abbott vascular. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during an interventional stenting procedure in a heavily calcified lesion in the right internal common carotid artery, the emboshield nav6 was deployed without issue. Upon deployment of the xact stent, it appeared that approximately 10 mm of the stent was slow to deploy but did fully deploy in the target lesion without intervention. Additionally, during deployment of the stent, the patient experienced a neurological event with altered level of consciousness and left sided paresis, which was not treated. During stent deployment, the patient experienced bradycardia and hypotension which was treated with neo-synephrine, atropine and dopamine. The bradycardia and hypotension were resolved within 48 hours. CT scan of the head showed no obvious abnormalities. The neurological deficits have not completely resolved to the patient's baseline. There was no reported adverse patient sequela. There was no additional information provided. Materials were returned with the complaint product which included the barewire of the emboshield nav6 which was analyzed and found a kink in the core 3-4 centimeters proximal to the tip ball. Additionally, a viatrac plus dilatation device was returned and upon analysis it was noted that there was a tear in the guide wire exit notch extending distally, for a length of 2.3 centimeters.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.